Event description:
Customer called to report the insulin pump had a crack around the reservoir compartment. Blood glucose reading was 95 mg/dl. The damage occurred while the customer was going down the scaffolding. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battert tube threads, cracked reservoir tube and cracked reservoir window noted during visual inspection. Damage battery cap coin slot noted.